Event description:
It was reported a patient underwent an unknown procedure in (B)(6) 2026 and suture was used. There is an issue with suture that have an antibacterial coating. They tend to give way during the procedure. No reported patient consequences. Additional information has been requested

Manufacturer narrative:
Product complaint # (B)(4).d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.additional information provided:all lots are defective, I believe there is a structural issue with these antibacterial monocryl sutures.and are, in my view, completely unusable.additional information has been requested and received.did this issue contribute to any patient adverse event?there were no patient consequences following this incident.additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent.no further information available.how many devices demonstrated the alleged deficiency?did the event occur during one or multiple patient procedures?what is the total number of procedures?when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify.have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)?please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.the single complaint was reported with multiple events. There are no additional details regarding the additional events.no product is available for return.this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.